Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three non-lifevest defibrillations.   The device was started up at 20:06:16 on (B)(6) 2022. From 05:44:37 to 05:46:02 on (B)(6) 2022, an arrhythmia was detected three times. ECG shows ECG shows an idioventricular rhythm @ 60 bpm. The rhythm then degrades to vf with varying amplitudes. The device properly detected vt/vf. However, varying amplitudes and motion artifact prevented the lifevest from treating the patient. At 05:46:29, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with varying amplitudes. Post shock rhythm was two seconds of asystole followed by vt @ 130 bpm degrading to vf with varying amplitudes. At 05:51:30, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with varying amplitudes. Post shock rhythm was asystole with CPR/motion artifact. At 5:55:38, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was sinus rhythm @ 60 bpm with nsvt. Post shock rhythm was sinus tachycardia @ 130 bpm with pvc¿s. The device was shut down at 06:46:12 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three non-lifevest defibrillations.   The device was started up at 20:06:16 on 5/8/2022. From 05:44:37 to 05:46:02 on 5/9/2022, an arrhythmia was detected three times. ECG shows ECG shows an idioventricular rhythm @ 60 bpm. The rhythm then degrades to vf with varying amplitudes. The device properly detected vt/vf. However, varying amplitudes and motion artifact prevented the lifevest from treating the patient. At 05:46:29, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with varying amplitudes. Post shock rhythm was two seconds of asystole followed by vt @ 130 bpm degrading to vf with varying amplitudes. At 05:51:30, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with varying amplitudes. Post shock rhythm was asystole with CPR/motion artifact. At 5:55:38, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was sinus rhythm @ 60 bpm with nsvt. Post shock rhythm was sinus tachycardia @ 130 bpm with pvc¿s. The device was shut down at 06:46:12 on (B)(6) 2022. The patient passed away on (B)(6) 2022.